Manufacturer narrative:
Plant investigation: the affected product was not returned for investigation. A video showing the error memory and a video showing the console display during treatment was provided. The manufacturing records were reviewed for irregularities; no evidence of any non-conformances could be found. The error memory from (B)(6) 2021 (at 15:49 through 22:04) was reviewed. The error messages were found to be mostly technical and physiological alarms related to flow and pressure management. The video during treatment shows interruptions of the blood flow display and fluctuating pressure values. Based on the available information, the cause of the alarms could not be determined. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: it was confirmed the patient¿s death was not the result of a deficiency or malfunction of the [novalung] console or a xenios product. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius or xenios product.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) utilizing the xenios novalung console had expired. On (B)(6) 2021 at about 17:00, pressure errors and a flow alarm was noticed on the novalung console. After a hospital nurse changed the pump drive, the flow alarm persisted. A hospital engineer found a sensor was defective and after a sensor box was changed, the device returned to normal operation. There was no report the patient experienced a serious injury, adverse event or required medical intervention beyond ECMO support relating to this event. It was stated the patient¿s response to ECMO did not go well and the patient expired as result of cardiac rupture. It was reported the customer did not have a complaint concerning the patient¿s poor response to ECMO support or the patient¿s death. Upon follow up with the complainant through a xenios complaint manager, it was stated the patient expired on (B)(6) 2021. It was confirmed the patient¿s death was not the result of a deficiency or malfunction of the [novalung] console or a xenios product. Specific patient information and/or further details concerning this event were not provided by the customer.